Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the vitrector did not cut before posterior vitrectomy surgery. The surgery was completed, but it was unknown how it was completed. There was no patient contact with the suspect product and no patient impact.